Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user had difficulty inserting an infusion set and observed blood on the infusion site after attempting insertion while squeezing the rough edges rather than the smooth sides. Symptoms included bleeding at the insertion site. Outcomes included successful replacement of the infusion set after guided troubleshooting and resumption of insulin delivery without alarms. Investigation included customer care agent telephone-based troubleshooting and user education on correct handling and insertion technique for the infusion set. Investigation of this case revealed user handling error during deployment of the infusion set, leading to an improperly deployed set with site bleeding; the device hardware and pump alerts were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique error.